Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: can not be found on the left side') in an adult female patient who had essure (batch no. 324497-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: depo-provera from (B)(6) 2006. Concurrent conditions included joint pain, muscle pain, muscle spasm, sciatica, libido decreased, constipation, diarrhea, loose stools, endometriosis and fibroids. Concomitant products included elagolix sodium (orilissa), ibuprofen (motrin) and paracetamol (tylenol). On (B)(6)-2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression/psych injury"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic area"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, complication associated with device, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the perineal pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, complication associated with device, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain. Back pain, dysmenorrhea, depression, anxiety and perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: can not be found on the left side') in an adult female patient who had essure (batch no. 324497-not valid, 624487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: depo-provera from (B)(6) 2005 to (B)(6) 2006. Concurrent conditions included joint pain, muscle pain, muscle spasm, sciatica, libido decreased, constipation, diarrhea, loose stools, endometriosis and fibroids. Concomitant products included elagolix sodium (orilissa), ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression/psych injury"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic area"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, complication associated with device, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding and pelvic pain had resolved and the perineal pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, complication associated with device, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain. Back pain, dysmenorrhea, depression, anxiety and perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: can not be found on the left side') in an adult female patient who had essure (batch no. 324497-notvalid,624487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: depo-provera from (B)(6) 2005 to (B)(6) 2006. Concurrent conditions included joint pain, muscle pain, muscle spasm, sciatica, libido decreased, constipation, diarrhea, loose stools, endometriosis and fibroids. Concomitant products included elagolix sodium (orilissa), ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression/psych injury"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic area"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, complication associated with device, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding and pelvic pain had resolved and the perineal pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, complication associated with device, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain. Back pain, dysmenorrhea, depression, anxiety and perineal pain. This lot number 324497 is not valid. Lot number: 624487 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: can not be found on the left side') in an adult female patient who had essure (batch no. 324497-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain, muscle pain, muscle spasm, sciatica, libido decreased, constipation, diarrhea, loose stools, endometriosis and fibroids. Concomitant products included elagolix sodium (orilissa), ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. In november 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic area"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, complication associated with device, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, perineal pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, complication associated with device, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 18-jan-2008: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain. Back pain, dysmenorrhea, depression, anxiety and perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: can not be found on the left side') in a female patient who had essure (batch no. 324497) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain, muscle pain, muscle spasm, sciatica, libido decreased, constipation, diarrhea, loose stools, endometriosis and fibroids. Concomitant products included elagolix sodium (orilissa), ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/pelvic area"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced complication associated with device ("began to experience complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, complication associated with device, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, perineal pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, complication associated with device, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, abdominal pain. Back pain, dysmenorrhea, depression, anxiety and perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs & mr received. Essure lot number and race information added. Product indication updated. Essure implant and explant date were added. Following events were added: migration of essure device location of device: can not be found on the left side,, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: anxiety, depression, migraines, headaches, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pain, fatigue, perineal pain, abdominal pain and back pain. Event outcome added for: pain/pelvic area, perineal pain, abdominal pain and back pain. Medical history, lab data and concomitant medications were added. Event onset date were added. Reporters added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.